Event description:
Health professional reported the explant without replacement of a lap-band system due to pt complaint of "abdominal pain and reflux." An endoscopy showed "normal results, with mild gastritis and no evidence of slippage or erosion."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Pain, reflux and gastritis are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of ain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the possible outcome of reflux as follows: caution: pts with barrett's esophagus may have problems associated with their esophageal pathology that could compromise their post-surgical course. Use of the band in these pts should be considered on the basis of each pt's medical history and severity of symptoms. Device labeling addresses the possible outcome of reflux and gastritis as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas, bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."